Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported for the last 3 days when they went to charge the implanted neurostimulator, the implant battery was substantially lower than normal. Patient stated the implant would be at 70% when they would normally start charging but lately the implant would be at 30% or 40%. Patient also stated the implant was lethargic and slow when charging. Patient reported that the implant has not been holding a charge and low lately. Agent walked patient through a controller reset; patient confirmed controller powered back on. Agent had the patient inspect the recharger for any visible damage; patient confirmed no damage. Patient mentioned they had the recharger replaced about 6 months ago; agent could not locate a record of the recharger replacement. Patient then connected recharger and confirmed recharging excellent. Patient confirmed green light was flashing on the recharging screen. Agent asked the patient if the implant battery increased on the call and they stated that it did not. Patient asked about implant longevity; agent reviewed information. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.